Event description:
Boston scientific received information that during a pacemaker check, this programmer suddenly fulminated with a bang. The power was turned off and never turned back on. It sent out torrid smell. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the programmer was thoroughly analyzed in our (B)(4) assurance laboratory. Analysis was able to confirm the field allegation and it was found that the cause was a blown capacitor. Following the capacitor being replaced, this programmer passed all electrical testing.